Event description:
It was reported that "after positioning the iab catheter and initiating therapy, approximately 20 hours later the iap triggered a high-pressure alarm. The device was restarted several times without checking for possible catheter displacement. A catheter rupture was subsequently detected, with blood present in the helium line that had refluxed into the pump. The catheter was removed, and the patient was transferred to the specialized niguarda hospital for further management". As a result, the iab was removed and replaced. No report of patient harm or injury.

Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.